Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Medical records provided were limited to the patient's explant operative report only. Without a lot number a review of the manufacturing records could not be conducted. The medical records provided indicate the patient experienced a perforation, adhesions and pain. Adhesions is listed as a known adverse reaction in the instructions-for-use. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the "marlex mesh" that was explanted in the 1998 procedure. A second file has been created to address the "marlex mesh" implanted in the 1998 procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: patient underwent a vaginal hysterectomy, burch retropubic urethropexy and a sacrocolpopexy with implant of an unspecified "marlex" mesh (alleged bard/davol). On (B)(6) 1998 - patient was diagnosed with "pelvic pain secondary to foreign body, i.e marlex mesh," and recurrent genuine stress prolapse. The patient underwent excision of "marlex" mesh, sacrocolpopexy and vaginal sling using a bard/davol "marlex" flat mesh followed by cystoscopy. Per the explant operative report "there was a mass that felt like a piece of mesh which was adherent to the small bowel to the rectum. This was sharply dissected away from the rectum. Further investigations showed that the mesh was embedded into a loop of small bowel. One of these sutures had actually perforated into the small bowel and the mesh then extended down over the sigmoid colon on the right side. There was no evidence of its attachment to the sacrum or to the vagina. Using sharp dissection the mesh was removed. A small piece was retained on the sigmoid colon. During the time of dissection there were approximately 2 to 3 loops of bowel which were wrapped around the mesh. The bowel was perforated approximately 2mm at the site where the prolene stitch from a previous knot had perforated the bowel."